Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, expiratory channel failure and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, expiratory channel failure and communication error. No further information has been provided on how the issue was resolved. The evaluation of the received device logs confirms the generation of the technical error codes and also clinical alarms indicating that ventilation stopped. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens and spontaneous breathing is enabled. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in software version 4.4. A field action to upgrade the software began in june 2022. No parts were returned or mentioned as replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref#: (B)(4).